Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to draw air out of the cartridge or inject insulin into the cartridge due to resistance. Reportedly, the customer was unable to push down on the plunger. A needle syringe change was performed resolving the issue. Blood glucose level was 173 mg/dl.